Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Multiple products were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on: (B)(6) 2006: the patient was pre-operatively diagnosed with degenerative disc and spondylosis at c5-c6 and c6-c7 and underwent the following procedures: anterior cervical discectomy, fusion, peek cage and bmp and plate fixation under microscope, c5-c6 and c6-c7. As per op-notes, ¿ the infuse small kit was soaked in the bmp for more than 30 minutes, cut and half of the sponge was placed in each cage. A 10 mm peek cage was placed at c5-c6 and a 11 mm wide cage placed at c6-c7. Six 13 mm, 4mm diameter screws were placed in, two at c5, two at c6 and two at c7 and then locked down.¿ the patient tolerated the procedure well and no complications were reported. On (B)(6) 2006: the patient was discharged with a diagnosis of herniated disc, degenerative disc, spondylosis, c5-c6 and c6-c7. The patient alleges unspecified injury due to the use of rhbmp-2

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.